Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited far-r wave over-sensing, resulting in inappropriate automatic mode switch. Corrective programming changes were made. The patient was stable throughout.